Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, e1, e2, e3, g1, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor pad fractured, and the sterilization department does not want to re-sterilize it. There is no additional information available.

Manufacturer narrative:
(B)(4). G2, canada. H3, customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.